Event description:
A us distributor contacted zoll to report that a patient had a skin tear on their back due to an electrode. There was no alleged device malfunction contributing to the irritation. Patient's wound was treated with an allevyn foam dressing by a wound doctor. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.